Manufacturer narrative:
Please note: the aware date was used for the event date, as the event date is unknown.

Event description:
It was reported in a literature review that during a rezum delivery device procedure, one patient had developed hematuria managed with continuous bladder irrigation and another requiring cauterization of prostatic bleeding. There were no reported injuries to the urethra, rectum, or bladder.